Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. On (B)(6) 2018, five days after the reported event, a lumenis certified service engineer examined the device. The engineer inspected the power cable and powered on the system with no apparent issues. The system passed all post's. The engineer inspected the debris shield and noticed "minor clouding". The engineer ran energy tests across power & frequency ranges with all values, all found to be in spec with no issues. The engineer fired the laser for an extended period at maximum power with no issues. The engineer was unable to duplicate the alleged failure. All checks and calibrations indicated that the system was found to be operating normally. The engineer concluded that the system had met all manufacturer's specifications and was ready for use, further suggesting that it was likely that a bad fiber was used at the time of the reported event which could have caused "noise" and possibly "sparks" at the junction between fiber and fiber port. The fiber type used in the procedure had not been provided. A review and analysis of all available information failed to indicate a cause of the reported event. As the alleged failure could not be duplicated, and an evaluation by a lumenis certified service engineer found the system to be operational per manufacture specifications, the cause of the event could not be established nor traced back to the system device. If any further information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that while utilizing a lumenis versapulse powersuite 60w laser during a procedure, the operating physician was pressing on the foot pedal and heard a loud noise and saw a spark coming from internally in the laser itself. The physician opted to switch to a lumenis versapulse powersuite 100w to complete the procedure with no delay nor any change in the patient's status. Outcome was successful.